Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked during peritoneal dialysis therapy on the homechoice device. The leak occurred while the patient was connected, during the first fill. The leak was observed in the patient line where the luer connector met the tubing. The patient stated that it appeared like the connection between the tubing and the connector was overheated. The therapy was stopped and the patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed using naked eye and magnification which identified a hole/cut in the patient line tubing. Functional testing was also performed which included leak testing, clear passage testing, clamp function testing and device-device interaction testing. Functional testing identified a leak coming from the hole/cut in the patient line tubing. The reported condition of leak was verified, caused by the hole. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.